Event description:
Customer reported device producing high results; however, values were not provided. Customer was feeling ill after physical outdoor activity and went to the hospital. Customer's device - 200 mg/dl. Hospital device - 115mg/dl. No treatment was received. No controls. Using expired strips. A request was made for return product and replacement product was sent.